Event description:
A customer reached into a box of innovin and removed a bottle which then shattered in his hand. His hand was cut and required six stitches.

Manufacturer narrative:
The customer received eleven boxes of innovin all of which had some bottles either broken or cracked. When removing a bottle from one of the boes, the bottle shattered in the customer's hand cutting his hand. The cut required six stitches. The outer packaging for the innovin appears to be undamaged.